Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Unit received with cracked keypad overlay at select button.

Event description:
The customer reported via phone call that the screen had blue and black splotch at the corner. The customer blood glucose level was 300 mg/dl . The customer stated that the insulin pump had cosmetic damage. The customer declined the troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.